Manufacturer narrative:
H4: the lot was manufactured from january 19, 2021 - january 21, 2021. H10: the device was received for evaluation. A visual inspection was performed using the naked eye which observed droplets of moisture on the interior wall of the device bottle/housing. The droplets of moisture noted on the interior wall of the bottle were the result of condensation. Functional leak testing was performed by filling the bladder with water. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the bladder into the plastic container (housing). This issue was discovered prior to patient use. The device was filled with flucloxacillin 8000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.